Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) and the reported driveline infection could not be conclusively determined through this evaluation. The reported pump stoppage was confirmed via analysis of the submitted log files. The system controller event log file captured a driveline disconnect and left ventricular assist device (lvad) off alarm. The driveline was reconnected, and the pump ramped up to the set speed as intended. In the lvad log files, a pump reset was captured which appeared to be consistent with the driveline being reconnected after the driveline disconnect alarm captured in the controller event log file. The reason for the driveline disconnection was not identified. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. Incidental findings: corrupt lvad timestamps indicating pump stoppage. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D and heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, entitled ¿introduction,¿ lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, entitled ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on all system controller alarms and the proper actions to take. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for chronic driveline infection. On admission ¿controller clock not set¿ was noted on the system monitor. The log files obtained showed both no external power and driveline disconnect alarms. The patient has disconnected driveline in the past and allowed all power sources to deplete (MFR: 2916596-2024-06198), they were not able to provide explanation for these alarms. It appeared that the log files captured system controller clock corrupt alarms throughout the entirety of all the log file. When the system controller clock corrupt alarm first occurs, it resets the first timestamp to 01jan2000 by default. The event log file¿s earliest timestamp is (B)(6) 2000 meaning that the patient has been using this system controller with this alarm continuously occurring for at least (B)(6) days. There was a total loss of power to the system which would¿ve caused a pump stop. On (B)(6) 2000 which is the first line of the log file, there are low power advisory alarms occurring alongside the controller clock corrupt alarms. The low power advisory alarm occurred from 8:28 pm to 8:51 pm on (B)(6) 2000 while the patient was on lithium battery power. Since the batteries were not replaced, they became low power hazard alarms from 8:53 pm to 8:59 pm. The batteries were fully drained by 9:00 pm and the log file captured no external power and power cable disconnect alarms in which the emegency backup battery (ebb) was used to support function until 9:17:08 pm when the log file captured a driveline disconnect alarm. The pump stopped from 9:17:08 pm to 9:18:22 pm and then the driveline was reconnected, and the lithium batteries were replaced with a pair of charged batteries. On (B)(6) 2000, the patient gets another low power advisory alarm and silences it again until it becomes a low power hazard alarm for a few minutes until finally changing the lithium batteries. The patient had not connected to power module/mobile power unit (mpu) power on (B)(6) 2000 and (B)(6) 2000 which means that the patient was sleeping on battery power. It was reported the patient was admitted on (B)(6) 2026 for the driveline infection. The clinical symptoms and cultures for the infection were chronic drainage and polymicrobial positive for pseudomonas aeruginosa with candida parasitosis fungemia. The infection was treated with cefepime and micafungin and was intractable. Cause of driveline disconnect alarms was not identified and no additional alarms were noted since admission.